Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was given glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer's meter was reading higher than they were and they ended up over treating based on the incorrect readings. The customer's meter was reading 390 mg/dl but another meter read 173 mg/dl. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test bg meter communicates properly to the pump noted and the blood glucose readings registered properly in the daily history noted.